Event description:
Caller states the patient tested 3.4 inr on the coaguchek s system and 2.2 inr on a comparison lab. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.